Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, a pericardial effusion occurred. During the procedure, there was an impedance rise, however no complications were noted at the time. Following the procedure, an echocardiogram confirmed a pericardial effusion in the circumferential pericardial space. The patient was followed for approximately an hour, and there was no change in status. The patient had normal blood pressure, normal reversal of anesthesia, and was taken to the intensive care unit. Ten minutes following arrival, the patient became hypotensive and an inotrope was administered. An additional echocardiogram confirmed an enlargement of the pericardial effusion and the patient was transferred back to the cathlab where a pericardiocentesis was performed to stabilize the patient. The patient was observed, transferred back the ICU, was followed an additional day and was discharged post procedure with no further consequences. It was indicated by the physician that the alleged cause of the effusion was due to an unexpected impedance rise in the ablation catheter during ablation of the mitral isthmus.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log files for two tacticath se devices were received, and it was unable to be determined which log files were applicable to the reported event. As a result, both sets of log files were analyzed. Analysis concluded that the tacticath se catheter in both sets of log files performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of all of the log files. In the first set of log files, force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions and the information provided, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.